Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia thoracic stent graft was implanted in the patient for the endovascular treatment of a 40mm taa. It was reported the valiant device was implanted in zone 2 to resolve a type ia endoleak that had occurred after implanting the initial non mdt device in zone 1. It was reported a small type ia endoleak persisted after the valiant was implanted. An arch replacement was performed to resolve the event. Pert he physician, the cause of the event was anatomy as there was no room to add additional devices proximally. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
B5: additional information received : it is now reported the arch replacement intervention has not yet been performed. The type ia e ndoleak was confirmed on the day of the emergency case. H.1 updated b1: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.